Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. As troubleshooting, several components were dismantled from the ventilator, connections were cleaned and thereafter the components were refitted. No components were replaced, all original components were left in the ventilator. The ventilator passed safety and functional tests and was returned for clinical use. The ventilator logs were downloaded for further evaluation. The test log confirms the failed pressure transducer test on the reported event date. The pressure measured at the inspiratory and expiratory pressure transducers differed more than ±1 cm h2o at 60 cm h2o. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The reported problem was not reproduced and no parts were replaced. The root cause of the event has not been determined, but the most likely cause of the failed pressure transducer test is a sticky membrane in the nozzle unit. The nozzle is part of the device maintenance program, the age of the part is unknown. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).